Manufacturer narrative:
PMA/510(k) # - exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a stone extraction procedure, the basket of an ngage nitinol stone extractor was difficult to open and close. The device was tested prior to use. While the device was being used to extract stones in the renal calyx, a "heaviness" was felt in attempting to actuate the handle and open and close the basket. A new device of the same type was used to complete the procedure. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Event description: as reported, during a stone extraction procedure, the basket of an ngage nitinol stone extractor was difficult to open and close. The device was tested prior to use. While the device was being used to extract stones in the renal calyx, a "heaviness" was felt in attempting to actuate the handle and open and close the basket. A new device of the same type was used to complete the procedure. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control data. One ngage nitinol stone extractor was returned for investigation with the handle and the basket formation in the open position. The mlla [male luer lock adapter] was tight. The collet knob was tight and secure. The polyethylene terephthalate tubing [pett] measured 3.5 cm in length. There were no kinks in the basket sheath. The support sheath was slightly bowed. A functional test determined the handle did actuate basket formation, but the basket formation did not close completely. The handle was disassembled. The support sheath and the basket sheath were still adhered. The basket formation could be manually closed, but would not reopen. When attempting to open, the basket sheath bent at the distal tip of the support sheath. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows one other complaint associated with the complaint device lot. The other complaint was from a different customer for a similar issue: it was reported that the basket would not open. Investigation of the two complaint devices showed they had different failure modes and the complaints are not related. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are 100% verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: suggested handling instructions for extractors and forceps caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place. Examination of the returned device appeared to show that sheath damage was preventing proper functioning of the basket. Based on the information that the device was used, the basket would have had to close normally to be inserted into the scope. Thus, it is likely the sheath damage occurred during use. The cause for the damage could not be determined. The risk analysis for this failure mode was reviewed, and it was determined that no actions are required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.